Event description:
Infusion catheter was placed in the or under sterile protocol, in the interarticular space of the knee. Catheter was removed 5 days post-on in one complete piece, while removing op-site dressing. No signs of infection present at time of removal. Pt complained 5 days later and was seen next day. By her physician 6occ infective fluid was removed. Pt knee was drained and washed with saline. Later, screws and allograft needed to be removed.